Event description:
The customer reported that there was no image when fluoroing. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep troubleshot the system and determined that the x-ray tube was believed to be at fault. He informed the customer about the problem but they never responded to the request to fix the unit. The case is now closed.